Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported it was put in last week, (B)(6) 2016, the patient had gotten an infection so they had replaced it. Patient was still in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.